Event description:
"During a procedure on (B)(6) 2013 the 2 each of the 10 mm in question, were not closing completely and the clips were falling off."

Manufacturer narrative:
Ra has just rec'd the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.